Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient, whose ipg and lead extensions were previously explanted due to infection (MFR report #: 3006630150-2013-00166), developed another infection. The patient's symptom included an oozing, mucus-like substance at the site where her lead extensions used to be located. The patient was placed on oral antibiotics and underwent an explant procedure wherein the remaining paddle lead head was explanted. Nothing was left implanted in the patient.

Manufacturer narrative:
Additional information was received that the patient did well postoperatively and that the procedure related infection was resolved. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient, who had a recent explant of his paddle lead and extensions due to infection, developed another infection. The patient's symptom included an oozing, mucus-like substance at the site where her lead extensions used to be located. The patient was placed on oral antibiotics and underwent an explant procedure wherein the remaining paddle lead head was explanted. Nothing was left implanted in the patient.